Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line during a check patient line alarm in the initial drain on the home choice (hc). The technical service representative (tsr) assisted with ending the therapy. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the air in the line. Per the pdn, the home patient (hp) did follow up with her regarding the air in line. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. The source of the air in the patient line was undetermined.

Manufacturer narrative:
(B)(4).the sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.